Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the patient was to receive 200mg of venofer to be infused at 120ml/hr with bag volume of 120ml. The infusion was started at 14:44 and the pump was programmed to run for over an hour. At 15:11, the rn stated that the venofer was almost complete, and then infusion completed at 15:13. The pump showed that the patient received only 97.6 ml of the infusion, but the pump showed that there was 22.3ml left. The root cause of the customer's investigation was "unable to duplicate" and the devices were returned to service. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient was to receive 200mg of venofer to be infused at 120ml/hr with bag volume of 120ml. The infusion was started at 14:44 and the pump was programmed to run for over an hour. At 15:11, the rn stated that the venofer was almost complete, and then infusion completed at 15:13. The pump showed that the patient received only 97.6 ml of the infusion, but the pump showed that there was 22.3ml left. The root cause of the customer's investigation was "unable to duplicate" and the devices were returned to service. There was patient involvement, but no harm.